Manufacturer narrative:
Standard disclaimer on file.

Event description:
Type I diabetic in second mo of pregnancy passed out after taking 2 units of insulin following a result of 120-140 mg/dl from the suspect device. Diabetic was given orange juice by medics responding to the event. The medics determined glucose level to be 26 mg/dl by an unknown method. The diabetic was kept in hosp overnight for observation. Control solutions were outside of labeled ranges for acceptable performance.